Manufacturer narrative:
(B)(4). Concomitant products: tibial articular surface provisional shim size ef 10 mm thickness lot#62765274 item#42527900500, tibial articular surface provisional shim size gh 12 mm thickness item#42527900304 lot#62410749. The reported event is confirmed. The visual inspection of the returned product exhibits signs of repeated use as well as a missing ball bearing. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation into the issue resulted in recommendations against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to the design change. The root cause is attributed to the previously addressed design issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 01386, 0001822565 - 2018 - 01387, 0001822565 - 2018 - 01388.

Event description:
It was reported that the provisional was returned with missing ball bearings. No adverse events have been reported as a result of this malfunction.